Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump battery does not last long and had a high blood glucose event. Customer stated that the insulin pump had a no delivery alarm and the battery only lasts for 2 days and the customer's blood glucose went up to 500 mg/dl. Customer stated that a replacement battery cap has already been sent. Customer had a high blood glucose of 500 mg/dl and treated with manual injection. Customer declined high blood glucose and no delivery troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.